Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) confirmed that the issue was caused by the customer's operational error, not an equipment problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer reported to technical support engineer (tse) that the master tool manipulator (mtm) had non-intuitive motion which was intermittent. The procedure was completing as planned with no reported injury. Intuitive obtained additional information. The customer replaced another "socket" to resolve this issue. The customer completed the procedure robotically with the original configuration. There was no injury to the patient.

Manufacturer narrative:
The probable root cause is attributed to improper setup. Based on fse notes, the system issue was due to the power socket the surgeon side console (ssc) was connected to. This can be resolved by plugging the system into an alternative power socket and power cycling the system, if necessary.